Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.